Event description:
Event description guidant received information that during a routine pacemaker changeout procedure this lead was surgically abandoned due to being found severed at the procedure. The patient is pacmemaker dependent and had no adverse effects.